Event description:
The patient was reported to be transferred from a bed to a chair using a maxi move device and an arjo sling clip (maa4031m-l-l1). During the final stage of the transfer, the caregiver attempted to use the handset to tilt the patient into a sitting position. However, the handset did not work and assistance from a nurse was required. The nurse successfully activated the handset, but when the spreader bar was tilted, the sling buckle cracked and disconnected. As a result, the patient slipped out of the sling and sustained a head injury. It was also reported that the patient suffered a cardiac arrest and passed away. Following the incident, arjo carried out an inspection of the sling, which confirmed that a component of the buckle had broken. The sling in question was manufactured in june 2005 and had been in use for approximately 20 years.